Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was received and evaluated by baxter. The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom system error 105 caused by a seized motor. The motor assembly was replaced.

Event description:
It was reported that a pump alarmed system error 105. It was also reported that there was no patient injury.